Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed the functional test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site and could not reproduce the reported problem, the device functions normally. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.